Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned.

Event description:
It was reported that during an abdominal aortic aneurysms (aaa) procedure used the device to legate the aorta. They needed to bring the patient back and found the staple line was bleeding. I followed up with the doctor's office/nurse and she said that he was given the wrong stapler. Other like devices was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(64. Batch # unk. Additional information provided: the current patient status is unknown. The surgeon usually uses a ta (covidien stapler) or our tx30v. There is no additional information available.